Manufacturer narrative:
(B)(4).

Event description:
According to her hcp, the pt experienced withdrawal as a result of a "pump malfunction"; the malfunction was not specified. The pump was replaced. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.